Event description:
During analysis for related target coil and excelsior sl-10 microcatheter complaints, this coil was noted to be broken off inside of the microcatheter.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned stuck inside of the returned microcatheter, along with another coil. The coil was removed from the microcatheter. Visual analysis of the device noted that the main coil was kinked and was broken at the main junction. The delivery wire was kinked at 18cm, 75cm, and 94cm from the proximal end. The proximal contact was bent. From the event description it is likely that when the physician attempted to remove the coil after having experienced resistance, the coil (subject device) caught on the previously placed coil and broke inside the microcatheter. Based on the investigation and information available, it is probable that procedural factors limited the performance of the device, resulting in the reported event.

Event description:
During analysis for related target coil and excelsior sl-10 microcatheter complaints, this coil was noted to be broken off inside of the microcatheter.